Event description:
The customer reported non-reproducible and elevated troponin I (access accutni) results, for two patients, involving the access 2 immunoassay system. The results were discordant to an alternate methodology which produced lower results, within the reference range. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) verified pipettor alignments, adjusted the transducer temperature to 37.3°c (instrument specification is 37°c ± 2°c) as it was at 40.2°c, and adjusted the transducer ultrasonics from 212 to 196 (instrument specification is 197 ± 3). The fse completed system check which passed within instrument specifications. Precision test, utilizing all levels of quality control (qc), including a patient sample, was performed using a new reagent pack to investigate potential reagent pack sharing issues; all precision test results passed within the assay specifications. The instrument conformed to the manufacturer's published performance specifications. The customer stated patient samples were collected on site in a gel separated lithium heparin becton dickinson (bd) tube and centrifuged at 4,100 rpm (revolutions per minute) for nine minutes at ambient temperature. Quality control (qc) was within specification prior to analyzing patient samples.